Event description:
Resident was being hoisted from bed to chair and the two staff were moving the hoist from the bed with resident suitably attached in line guidance and training as they moved the hoist, the handling bar snapped/sheared at the joint and the bar with the resident attached fell to the floor. The fall was from approximately 2 foot. The resident was in a sitting position as she landed on her sacrum and fell to her left side. The resident's shoulder was on the left leg of the hoist and the head was further. The carers ran to support resident's head. They believe it did not come into contact with the floor or anything with any force. The bard landed on resident's lap and the resident's legs were over the right leg end of the hoist. Currently no reported injuries. Please refer MFR report # 9681684-2013-00038.